Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven weeks post implant the patient experienced an infection. The implantable pulse generator (ipg) system remains in use. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.